Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data of the lead was collected from the device and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Ventricular capture management (vcm) trend shows rv lead threshold rising and becoming 3v or greater the week of 2014-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance had increased and was high. The lead was capped and a new lead was im planted. No patient complications have been reported as a result of this event.